Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the alleged ineffective stimulation is unknown as the system was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2019-07198, 1627487-2019-07199. It was reported that the patient had good coverage of the pain site, however stimulation was not effective. The patient turned off stim for 6 weeks, but noticed no difference. In turn, the patient had a full system explant due to ineffective stimulation.